Event description:
It was reported that while implanting the final femur, the persona femoral cr impactor pad broke. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 visual inspection of the provided image performed. Image clearly shows the device has fractured into two separate pieces. Unable to confirm item and lot number or perform fracture analysis from the image. Physical product was not returned so unable to perform further analysis. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint confirmed following analysis of the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.